Manufacturer narrative:
The field service engineer investigated the ventilator on-site. During inspection, it was found that there was a leak inside the o2 gas module, and there was a loud airflow sound. The nozzle unit was checked and it was normal. It was determined that the o2 gas module had a problem and needed to be replaced. Further information was provided stated that the user did not accept the repair price and contacted a third-party repair company for the repair. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the cause of the reported issue was a defective o2 gas module, however the faulty part was not returned for further investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the ventilator had a leakage. There was no patient involvement. Manufacturer's ref. #: (B)(4).